Manufacturer narrative:
(B)(4). Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event cannot be confirmed. However, the surgeon noted that this event was due to patient related factors and not a device malfunction. The op report also indicates staphylococcus epidermidis, which was likely the infection source. No further actions are possible with the available information.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 4 months due to endocarditis and aortic insufficiency with perivalvular leak. Per the operative report, "[the patient] was taken to surgery at the end of (B)(6) 2012 and underwent aortic valve replacement with a 23 mm magna valve. The patient had done well postoperatively until about 4 weeks ago ... He had an echocardiogram done in (B)(6) 2013. This showed normal valvular function. He subsequently a week ago underwent blood cultures, which were positive 4/4 with staphylococcus epidermidis. He underwent aortic valve replacement with a 21 mm magna valve. ...his 23 mm valve was removed. ...there was a large vegetation that was rising from the noncoronary cusp annulus that extended down almost to the base or the top of the anterior leaflet of the mitral valve... The [21 mm magna] valve was noted to seat well. ...the patient was then transferred to the cardiovascular intensive care unit in stable but critical condition."